Event description:
During breast biopsy procedures, there were cases in which the team reported an ongoing issue with t4 radiopaque clips not reliably deploying. During a case on 11/22, team thought the t4 clip came out, but it was not seen on the post clip mammogram. During another case, the team did not see the t4 clip come out. The doctor said it felt like the t4 clip was still in the needle, but would not come out, and so a t3 was put in instead. The lot numbers from these two t4 radiopaque clips/mammotome markers were checked and were two different lot numbers, f12130429d and f12127382d. Neither of the devices were retained. Other team members in the department stated there have been a couple similar incidences with the t4 radiopaque makers in the past few months with the same issue, but no reports on these events were written up at the time. These failures result in additional product being used as well as causing our team frustration and lengthening the procedure time for our customers and providers. Our manufacturer representative was contacted to follow up on these t4-related events.